Manufacturer narrative:
Corrected information. It was initially reported that the device would be returned for evaluation. It was not received. Device evaluation: analysis of the log file that was provided by the account confirmed elevations in pump power and flow; however, a direct correlation between the device and the suspected hemolysis could not conclusively be established through this evaluation. The submitted log file contained data from 10apr2018 at 23:30:33 through 08may2018 at 17:51:51. Intermittent elevations in power over 10 w were captured on 21apr through 23apr and on 29apr through 01may, reaching a maximum of 12.9 w on 21apr at 11:20:56. Estimated flow was also elevated during these events, ranging from 11.6-12.0 lpm. Power and estimated flow both appeared to increase over time. The pump speed remained above the low speed limit and no hazard alarms were captured for the duration of the file. The system appeared to be operating as intended. Multiple requests for additional information were sent to the account (including requests for the device serial number); however, no further details were provided. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Also noted is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device serial number was not provided. Therefore, the catalog number, expiration date, device unique identifier (UDI), and manufacture date are not available. Approximate age of device ¿ 33 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was suspected to have hemolysis due to low hemoglobin and hematocrit (h&h). The patient¿s lactate dehydrogenase (ldh) was slightly elevated and ramp study was negative. The patient¿s urine was orange, but reportedly was more yellow at the time of manufacturer notification of event. The lvad exhibited gradual power increases over time.